Manufacturer narrative:
Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called because the printer was only printing in small strips for a couple seconds, customer replaced the paper with a different roll and tried pushing and holding the printer button but nothing had worked. Customer mentioned that when the trigger and alarm log it had printed fine. The customer was informed to try and reboot the pump or switch to another pump. Customer had declined both as patient was being weaned and likely to have discontinued in the morning. There was no patient harm reported.